Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient has experienced redness, swelling, burning and itching from the use of nontemplate aligner arch. Further information pending.

Manufacturer narrative:
We reviewed the DHR for this so-(B)(6) / patient ID# (B)(6)/ practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and qty (B)(4) items assy-500010 (templates) were packaged by the second shift by bag and box operation on (B)(6) 2024, manufacturing in cell 2, equipment bag-1. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this so-(B)(6) . Raw material: part-501017-b / lot# 08751379 / qty. Received = 541, 800 pcs, inspection date: (B)(6) 2024. The material was found acceptable for use in the suresmile product's manufacture. Failure mode - allergic reaction. Root cause - no defect. Conclusion code - no failure found.